Event description:
It was reported that device entrapment occurred. The non-stenosed target lesion was located in the severely tortuous and moderately calcified coronary artery. A 3.00mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon was stuck with the non-boston scientific (bsc) guidewire. Both balloon catheter and the non-bsc guidewire were removed as one unit. The procedure was completed with another of same device. No patient complications were reported.